Event description:
Cpi reason for return states "evaluation". I am trying to locate the cpi "in-process event summary". 4/8/98 contacted cpi and they stated this was returned for "pt infection, all leads were explanted". They did not provide a copy of their in-process event summary. Info was given verbally over the phone on 4/17/98.